Manufacturer narrative:
Date of event - unknown, but the best estimate is early (B)(6) 2021. If implanted; give date: n/a (not applicable). Lens was not implanted. If explanted; give date: n/a (not applicable). Lens was not implanted hence, not removed. (B)(6). The device is not returning for evaluation as it was discarded; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (iol) was opened and about to be implanted, but the patient's capsule ruptured where an emergency vitrectomy was performed. The lens was wasted and nothing is coming back. A backup lens was used to complete the procedure. No further information provided.